Event description:
The dentist indicated that the abutment screw fractured, leaving a screw fragment inside the implant. The implant was removed and bone grafting material placed.

Manufacturer narrative:
Complaint investigator¿s visual inspection of returned component 5.0mm ic implant and certain® titanium hexed screw (iuniht), has confirmed that the screw is indeed fractured and remains inside the implant. A complete dimensional analysis cannot be performed due to the damage of the as returned product. No lot or order number has been provided for review. A review of the product¿s complaint history did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive cause has not been determined.